Manufacturer narrative:
No further information is available at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was seen in the clinic for a device check. The high voltage rv lead impedance measurements were greater than 200 ohms. Both configurations using rv coil to right atrial (ra) lead and rv coil to can showed out of range measurements. It was noted the patient had their crt-d replaced in (B)(6) 2016. Reviewing the shock impedance trends, there was a spike in impedances starting in (B)(6) 2016. Boston scientific technical services (ts) discussed the increase in impedances are concerning, explaining this could be a connection issue or possible lead fracture. The rv pace/sense impedances were still within range and stable. The field representative discussed the concerns with the physician. No further action has been taken. The patient is scheduled to be seen again in the clinic to further test the system. The field representative was not aware of what date the follow-up device check would take place. No adverse patient effects were reported.

Event description:
Additional information was provided that on (B)(6) the patient was brought in for defibrillation threshold (dft) test and everything went well. Impedances were still out of range, however the patient was induced into ventricular fibrillation (vf) and the device converted just fine. The physician plans to monitor the patient going forward and no further action is planned at this time.